Manufacturer narrative:
Results: the bur was returned for evaluation without the broken bur head. The investigation found that the bur head broke off at the weld on the shaft. This type of damage can occur if excessive force is applied during use. A review of this product and its associated lot number found no other reported events for this failure mode. The hall surgairtome two drill is not recommended for use with this bur. This bur is for use with the micro-driver/minos handpieces. The customer will be provided add'l info regarding this product.

Event description:
It was reported that during use of this bur in spinal surgery on a canine, the head of the bur broke off and was projected across the operating room. There was no report of injury or surgical delay related to this event. The surgeon completed the procedure without further problem by using another bur.